Manufacturer narrative:
Date of event and describe event or problem were corrected per reporter request. The event occurred on (B)(6) 2018 and not on (B)(6)2018 as it was previously reported. Event description was also updated. Updated investigation results: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. The wand was tested for functional output in ablation and coagulation modes and performed as expected. During visual inspection, there were skive marks observed on the outer shaft insulation that appear to have been caused by another instrument, perhaps a metal surgical instrument (e.g., clamp) that may have been used to help bend the wand shaft. The insulation was hipot tested and found to be intact (no breach in insulation). The overall wand was also hipot tested and failed this test. A small burn mark was observed on the spacer near one of the distal electrodes, which may have occurred upon contact with a metal instrument (e.g., hurd retractor used near the tip). The wand shaft was opened, and the insulation was inspected and found to be intact. However, the innermost insulation on the active wires had evidence of melting, which can be an indicator of a high current condition (short) passing through the wires. This can happen during contact with a metal instrument. Despite this melting, the primary insulation between the shaft and active electrode wires was still intact. Overall, there was no evidence of a manufacturing error on the device.

Event description:
It was reported that a burn on the left side of the oral commissure of the patient was found before patient was out of the operating room (or). Case went well with no deviation from their typical technique, no inappropriate tissue contact reported.

Event description:
It was reported one day after the procedure that a burn to the right side of the oral commissure on the patient was identified. Case went well with no deviation from their typical technique, no inappropriate tissue contact reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. The wand was tested for functional output in ablation and coagulation modes and performed as expected. During visual inspection, there were skive marks observed on the outer shaft insulation that appear to have been caused by another instrument, perhaps a metal surgical instrument (e.g., clamp) that may have been used to help bend the wand shaft. The insulation was hipot tested and found to be intact (no breach in insulation). The overall wand was also hipot tested and failed this test. A small burn mark was observed on the spacer near one of the distal electrodes, which may have occurred upon contact with a metal instrument (e.g., hurd retractor used near the tip). The wand shaft was opened, and the insulation was inspected and found to be intact. However, the innermost insulation on the active wires had evidence of melting, which can be an indicator of a high current condition (short) passing through the wires. This can happen during contact with a metal instrument. Despite this melting, the primary insulation between the shaft and active electrode wires was still intact. Overall, there was no evidence of a manufacturing error on the device. The customer reported that contact was made between a metal instrument and the tip.